Manufacturer narrative:
(B)(4). Date sent: 8/31/2004. Eval summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre op or gen use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: scratches on the blade may lead to premature blade failure.

Event description:
It was reported that during a lap gastric bypass roux-en-y procedure, the device stopped in middle of the case. Unk how the case was completed. There was no pt consequence.